Manufacturer narrative:
(B)(4). The customer reported the device failed the shift test. The device did not detect the pads/paddles cable and did not present the related prompts. There was no patient involvement. The philips customer repair center (crc) evaluated the device and confirmed this malfunction, which was resolved by replacement of the power pca.

Event description:
The customer reported the device failed the shift test. The device did not detect the pads/paddles cable and did not present the related prompts. There was no patient involvement.